Event description:
On multiple occasions throughout the month of november, the following problems with the sterilization pouches were identified and reported to the manufacturer: gas indicator bleeds through after sterilization; poor packaging makes some of the pouches unusable; product size is different than stated.